Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B)(6)2010; inratio: 1.4; lab 2.3. Caller also alleged imprecision with inratio meter. Results as follows: date (B)(6) 2010; inr: 1.4, 1.3, 1.6.

Manufacturer narrative:
Investigation pending.